Event description:
It was reported that during a total knee arthroplasty, the universal wire driver, micrometric 1-4mm, could not been attached securely to the handpiece. There was no patient harm or medical intervention involved. It was reported that there was a delay in surgery for approximately 3 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.